Manufacturer narrative:
H3: product analysis observed that the device was received in a small resealable bag within a plastic sleeve. Upon receipt, the shaft was observed to be broken, the distal portion/tip of the device was broken off. The shaft was broken approximately 2.01 inches from the proximal end of the shank to the broken point. Under magnification, traces of brown residue and a piece of green foreign material were observed on the shank. Deep striations were also noted on both the proximal and distal ends of the shank. Functional testing could not be performed due to the damaged condition of the device upon return. H6: codes b01, c070603, d1102 and g04112 has been updated. The previously updated codes b17, c20, d16 and g04041 were no longer appl icable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure the skeeter drill had broken tip/shaft. There was no patient involvement.